Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the patient had felt the patient notifier vibrations starting on (B)(6) 2019. The programmer screen indicated that therapy was off in the device. The implantable cardioverter defibrillator exhibited backup vvi operation. A device download was not performed due to poor telemetry. It was also noted that the device was on the lithium deposit advisory and showed an unexplained drop in battery voltage. The device was explanted and replaced. There were no patient symptoms or complications.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.